Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual examination revealed that there was air in the tubing. A functional gravity test was performed revealing that it was flowing correctly. There were no abnormalities found, and the reported condition was not confirmed. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility's pharmacist reported to baxter (B)(4) that a solution administration set had air in the tubing. It was reported that the nurse had connected the set to the patient, and the chamber was pressed to begin the infusion. It was observed that at first the chamber filled normally but did not flow through the tubing. After waiting for some minutes, the solution started to flow inside the tubing with air. It was reported that they saw alternating air and solution inside the tubing. The infusion was stopped before air reached the patient. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). Additional information: this issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.